Manufacturer narrative:
H6: investigation summary twenty-nine open 32g x 4mm pen needles with no tear drop labels and two photos were returned from lot. No. 2277292, cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent cannula non patient end was observed on twenty-six samples. A clog test was performed on the remaining samples and no issues were observed. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all confirmed samples were returned open it is not possible to determine root cause.

Event description:
It was reported that 27 of the bd nano¿ 2nd gen pen needle's were unable to deliver medication. The following was translated from japanese to english: the patient complained that the drug solution did not come from the product. The complaint product was returned.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 27 of the bd nano¿ 2nd gen pen needle's were unable to deliver medication. The following was translated from japanese to english: the patient complained that the drug solution did not come from the product. The complaint product was returned.